Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 describe event or problem for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) from bipolar to monopolar due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. The pacing impedance and capture measurements were stable with monopolar, but when the vector was switched back to bipolar, loss of capture was observed, and the impedance measurement was high again. It was suspected that the lead was fractured by the ring but no x-ray was performed to confirm. Subsequently, this pacemaker was explanted and replaced and the rv lead was capped/deactivated and a new rv lead implanted. No additional adverse patient effects were reported.